Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that pump error 53, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: customer called to report pump error 53 and battery error. Customer could not find battery which pump would accept. Advised pump tests every battery and to try a brand new one. This worked and insulin pump started up. Pump error 53 could be cleared. Customer then reported crack on back of insulin pump. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test, sleep and active measurement currents test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms was recorded on 09/10/2021. During download review, pump error 53 alarm confirm in (adapt). File ID=188 line ID=1605. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause due to a software error. Esf2489246. Problem isolated to electronic assemblies. Unit also received with cracked retainer, missing display window cover, cracked case(battery tube), cracked battery tube threads, and cracked keypad at select button. In conclusion pump error 53 alarm was confirm in download history due to a software error. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.